Event description:
Dr. (B)(6) stated his tech was getting into position to take an x-ray, she reached for a bite wing when the spring broke and the arm fell out horizontally. He stated the arm is extremely heavy, but no one was in the path of the horizontal fall out.

Manufacturer narrative:
The expert dc unit will be evaluated upon return to the MFR. A f/u report will be submitted to FDA when the investigation is complete. There was no pt or user injury associated with this incident.